Manufacturer narrative:
Could not retrieve product from consumer as it was thrown away.

Event description:
Reporter is reporting the whole brush head is coming off. Somehow it's glued in there and that function is no longer functioning.